Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report intermittent audio output on (B)(6) 2015. Patient tested the alert functionality and the reported alerts were functional. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device passed exterior visual inspection. The receiver data log was reviewed and no errors were found. Global receiver functional testing was performed and no failures related to the customer complaint were observed. The device passed manual drop sound testing. The reported faults could not be reproduced. The customer complaint could not be confirmed.